Manufacturer narrative:
The device was not returned to resmed for evaluation. A resmed product support specialist went through the troubleshooting steps and advised the reporter to detach and reattach the power supply which resolved the display issue. A review of the device logs performed by resmed confirmed the device was operating without fault. (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.